Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, it is alarming ext high ppeak, safety valve and low ve. The customer stated there was no patient involvement associated with this event.